Event description:
It was reported by the dentist that as he was raising or lowering the chairback up to the exit or operate positions, that he heard a cracking sound. Upon further investigation he found that the chair back had cracked at the lift or pusher mechanism at the base of the chair back. This event did not occur during the dental procedure but during the exiting or raising of the pt back to the upright position. The office did not report any injury as a result of this incident.